Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/19/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that a bg meter reading was not taken for comparison to confirm inaccuracy; instead, sensor was removed and a new one inserted. No additional event or patient information is available. Labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value.